Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. This complaint is being reported due to the display issue (black marks). Since the patient's symptoms, "fuzzy feeling in her head and tingling sensations," do not suggest the patient had severe hypoglycemia or hyperglycemia, there is no evidence the patient's treatment was for acute complication of diabetes but rather suggestive to prevent the aforementioned diabetes conditions. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.